Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 five (5) units of cusa excel 36khz cem nosecone (c6623) were returned for evaluation. Failure analysis - the units were visually inspected, and the following summarizes the visual inspection results: - white particulate on blue cable - blue flash (burr) on nosecone cable - black stains were observed on the gray connector of the nosecone - what appeared to be a hair is some black filament embedded in the gray connector¿s material - foreign matter (fiber) was observed on the gray component of the nosecone root cause - based on the visual inspection results, the complaint is considered confirmed. A corrective and preventive action (CAPA) was issued in 2019 to investigate foreign materials in cusa excel products. The CAPA was closed in 2020. In the case of nosecones, the evaluation identified opportunities in the nosecones¿ cleaning process during product packaging that could lead to the possibility of having hidden particles left between the strands of the coiled cables. CAPA actions for cusa nosecones were implemented in 2019; however, this lot was packaged prior to these activities (03/05/2018). No further actions are required.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) did not reveal any anomaly during the packaging process that could be related to the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the packaging shop orders and related procedures. The reported condition is unconfirmed. The root cause is undetermined. UDI number: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The devices were not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2018-00079.

Event description:
A distributor reported on behalf of the customer that on (B)(6) 2018, five (5) c6623 cusa excel 23khz cem nosecones were rejected during incoming inspection: two (2) had foreign materials, one (1) package had stains, one (1) had hair, and one (1) had a burr. There was no patient involvement. Additional information has been requested.